Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 486mg/dl, with nausea, and extreme drowsiness, associated with an alleged loss of prime issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the patient had dropped the pump multiple times prior to the loss of prime occurrences. The loss of prime issue occurred two or more times with more than one cartridge. The repeating loss of prime alerts prevented insulin delivery and caused the high blood glucose. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.